Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that stiffening stylet is bending back on itself during insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire is confirmed; however, the exact cause is unknown. Three photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed the guidewire was severely bent near the distal end. Use residue was observed in the returned photographs around the device. No details of the damage could be discerned from the returned photographs, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that stiffening stylet is bending back on itself during insertion. No other information was provided.